Manufacturer narrative:
A ge representative performed an onsite investigation. The reported issue could not be duplicated. A handswitch was ordered for the customer to replace. The mainframe power supply was low and it was adjusted to 5vdc. U36 and u26 on the fluoro functions board were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a case the left side monitor displayed an error message and the system was rebooted to continue the case. No patient injury was reported.